Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing. The oversensing did not result in greater than two seconds of asystole. It was also reported that the impedances were varying between 400 and 1,300 ohms and the pacing thresholds were increasing. No adverse patient effects were reported. The patient underwent in-office lead testing and the noise/oversensing was unable to be reproduced and impedances were found to be stable. The physician chose to extend duration and continue to monitor this patient. No further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.